Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they had 'odd symptoms', the battery kept on going 'dead' and they saw settings not available cannot provide desired intensity message. Pt said the issue probably started a couple of weeks ago. Pt also mentioned probably over the weekend their muscle was twitching. Pt noticed the last 2 charges they tried for the ins have not helped and they did them 'both within the past less than a week'. Pt said the ins showed that it was depleted during the call. Pt said the settings not available appeared every time the battery was depleted and when they tried to switch to a different group they would have 'massive spasm' in their neck then agent didn't not understand the pt said after it. Pt confirmed they have no problem charging the ins but it was draining in a faster rate, usually the ins charge level last for weeks but now the charge level was gone within few days. Pt mentioned they charged the ins up to 100% then it drains then they charged it to 80% and it drains out again. Pt said the settings hasn't changed it was on the same settings since they got the ins. Pt also said they set the settings right on where they don't feel so it doesn't take much battery and that's all they ever use. Pt said they've been travelling and they only have the controller with them. Pt provided a lot of medical history and agent tried their best to gather the information provided. Agent redirected pt to their healthcare provider (hcp) to set up an appointment with manufacturing representative (rep) to further address the issue. Agent asked pt for hcp information. Issue was not resolved.